Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, after several attempts to cross the lesion, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, after several attempts to cross the lesion, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was located in the distal type a of right coronary artery. Resistance was felt during advancement and the stent was unable to reach the lesion.